Event description:
It is reported that the pt received an acetabular cup. Right. It is unk whether the pt is monitored or a revision was performed.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical even cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assesment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer, (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on december 16, 2016 to enter additional information which was received on december 07, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 58/52 r on the right side on (B)(6) 2006. The patient was revised on (B)(6) 2015 due to pain and loosening. This is a bilateral claim. Left side complaint: (B)(4).